Manufacturer narrative:
Exp date unk, serial # unk, initially reported to be a model 2900; evaluation revealed it was a model 2800. X-ray evaluation. Eval summary: calcification is moderate to heavy in the cusp of the leaflets 2 and 3. Calcification is heavy in leaflet 3. Extrinsic calcification led to disruptions of the tissue at the inflow aspect of leaflet 3. The calcification led to stenosis, incomplete coaptation and the minimal mobility in the leaflets. Host tissue overgrowth is minimal on the sent outflow and on the tissue at the outflow aspect as it encroached onto the tissue as a faint layer. The x-ray demonstrates calcification, stent distortion, and wireform to band separation.

Event description:
Reportedly this device was explanted after an unknown implant duration due to unknown reasons.